Manufacturer narrative:
The reported events of capture problem, impedance problem, stretched helix, and difficult or delayed separation were not confirmed. Final analysis found no anomalies contributing to reported event of capture or impedance problem, and device components were measured to specification. No issues were detected.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during implant procedure, the leadless pacemaker (lp) exhibited difficulty in separating from the catheter tethers, resulting in straining of the helix. Upon positioning, high capture threshold and varying low voltage impedance were noted. It was elected to retrieve the lp and complete the procedure with an alternate device on 25 dec 2023. There were no patient consequences.